Event description:
It was reported that during an esophageal stenting procedure, resistance and deployment difficulties were encountered. The stent was being placed for treatment of a non-bsc esophageal stent which had been placed during a previous procedure but at an unspecified time later was found to be broken into 2 pieces. The 10mm x 18mm ultraflex esophageal stent delivery system (sds) was advanced through the previously placed stent, however, upon deploying approximately half of the stent resistance was encountered and the deployment suture was unable to be retracted further for full deployment of the stent. The sds and stent were removed and the procedure was completed with another of the same device. The patient's status is reported as "fine".